Manufacturer narrative:
(B)(4). Analysis description: final analysis found excessive medical adhesive on the atrial contact spring of the device header. When the lead was inserted, the contact spring could not expand to allow the lead to pass through it because it was glued in place. This likely contributed to the difficulty of insertion.

Event description:
It was reported that during implant, the lead was unable to be inserted into the pulse generator header. Visual inspection revealed that the end of the port was obstructed. The device was not used and a new device was implanted. No patient symptoms were reported.